Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned product noted the undamaged stent implant was stationary on the tightly folded balloon between the markers. The tip length and outer diameters of the stent implant were measured and met manufacturing criteria. There were multiple kinks in the hypotube. This damage was not observed during product inspection prior to use and thus, may have occurred during or after the procedural attempts to cross the lesion or possibly as a result of packaging and shipment back to abbott vascular for analysis. The inability to cross a lesion can be affected by numerous factors including, but are not limited to: patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support; and is typically not associated with a product quality deficiency. The lesion condition was described as mildly calcified, which likely contributed to the failure to cross. It was confirmed that the hypotube and jacket were separated distal to the strain relief tubing. The fracture faces were ovaled and the jacket was stretched and jagged at the separation. This type of failure is often attributed to ductile overload at a bend. Kinks or bends in the shaft can lead to weakening of the stent delivery system (sds) material such that subsequent application of force or further handling can cause a separation. Since there was no report of damage observed on the sds prior to the procedure, this may suggest that a product deficiency did not contribute to the reported kink or shaft separation. The shaft most likely kinked during the attempt to cross and further manipulation of the catheter would have contributed to the shaft separating. The reported failure to cross, shaft separation and subsequent kinks appear to be related to operational context. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot, which could have contributed to the reported event. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. All stent delivery systems are also visually inspected for kinks during the manufacturing process. Additionally, a sampling of units is destructively tested to verify lumen integrity.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received.

Event description:
It was reported that the procedure was to treat a mildly calcified, pre-dilated lesion in the left anterior descending artery. While attempting to negotiate the lesion with the xience v stent delivery system, the distal shaft separated. Pre-dilatation was again performed prior to completing the procedure with a non-abbott stent. No patient effects were reported. No additional information was provided.

Event description:
Subsequent to the initial report being filed additional information was received: the proximal shaft of the stent delivery system was separated and not the distal shaft.